Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2020 upon receipt, the device was failing self-tests due to an rtc error. Further investigation revealed that the bt1 coin cell had broken off its -ve welded tab, which had removed the cell from circuit and resulted in rtc errors. The user would have been alerted with ¿warning, device service required¿ prompts, with no status leds illuminating as the coin cell powers the status led logic circuitry. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Customer reported no green status indicator. There was no patient involved in this event.

Event description:
Customer reported no green status indicator. There was no patient involved in this event.